Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer 5 had an obstruction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed main drawer 5, full height cubie drawer failed to stay closed error. The field service engineer found missing magnet from latch inseparable leading to the drawer failure. The issue was causing a delay in dispensing medications to the patient. The fse replaced latch inseparable, reseated the retractor band cable at both the drawer and module controller, also reseated at the drawer controller and the individual row boards then reassembled drawer. The system functioned as intended after the field service engineer troubleshooted the device.